Event description:
A malfunction occurred with the customer's pump, displaying a malfunction code which required resetting. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and the issue did not recur after resetting. Customer was advised to continue using the pump and contact support if the malfunction reoccurred.